Manufacturer narrative:
Latch lever.

Event description:
It was reported by service report that the cot would not retract to load into the ambulance due to a worn latch lever. No pt involvement or adverse consequences are reported.